Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report, the gas modules and the control printed circuit board (pcb) were defective. Replacement of the gas modules and the control pcb solved the issue. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Evaluation of received device logs confirmed the claimed high air and o2 supply pressure. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's gas modules and control circuit board were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).